Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was programmed with several boluses and the pump delivered boluses properly and recorded them in the bolus history properly. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the customer's insulin pump would not prime. The customer was delivering a bolus of twelve units but the insulin pump only delivered three units. The customer's blood glucose was unknown. Troubleshooting was done. The customer also received a failed battery test alarm during troubleshooting. Troubleshooting could not be completed because the customer's insulin pump could not exit the rewind stage. Advised the insulin pump needed to be replaced. Advised customer that a replacement pump would be sent. Nothing further reported.